Manufacturer narrative:
Compromised force sensor system alarm during basic occlusion test due to protruded/loose drive support disk. Unable to perform prime/compromised force sensor system test due to loose drive support disk. Unit received with minor scratched display window, cracked case at display window corner, broken battery tube threads, cracked reservoir tube lip, and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. She had issues inserting a new infusion set. The drive support cap was protruded. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.